Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a manufacturer representative and healthcare professional regarding an overdischarged battery that occ urred after a revision. After the battery was implanted, the battery was not charged by the patient for 7 months as the patient received inadequate stimulation and good therapy was never achieved. It was attempted to pull the battery out of overdischarge on (B)(6) and then again (four times) on (B)(6). There was no luck; the battery was not able to be recovered despite five attempts to "jump start it into life". The healthcare professional was pretty sure it was sitting the correct way; it was unlikely to be a flipped battery. The healthcare professional was concerned that the battery failed after "going flat just once", and requested a replacement of the ipg as there appeared to be a fault. Information regarding the initially reported revision was requested including the following: product information, alleged issue, event context, symptoms, troubleshooting performed (and results), and potential causes or factors. A supplemental report will be sent should additional information be received.

Event description:
The rep reported over a month later that the battery was not re-charged after the lead revision. The patient has only had one battery, only the lead revision occurred (no revision in (B)(6)). Paresthesia was not in the right place after the device system was originally implanted, so the lead revision was needed which did not get paresthesia in the right place. No troubleshooting was performed. It was noted the patient never had a trial. No further surgery has taken place yet, there was an explant planned but this didn't happen. The patient still has the full implant in situ but it was not working.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. See also mfg. Report no. 3007566237-2016-00932.

Event description:
Additional information received from the representative reported the patient did not charge the battery at all since implant, so it was "overdischarged come lead revision." Symptoms were noted as the patient was as before surgery. Surgery was planned for possibly later in (B)(6) 2016.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.865 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(> <<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Device analysis for both of the unknown leads revealed no significant anomaly. The lead body was cut through, product segmented.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.